Event description:
Patient with history of multiple sclerosis with spasms affecting neck, back and shoulders and lower extremities. Patient has taken an oral cd52-directed cytolytic monoclonal antibody for two years and has been significantly improved on this medication. Patient was considered for implantation of baclofen pump. In [date redacted], patient underwent the trial injection of baclofen and did extremely well after injection. Tone remitted substantially and her gait improved to near normal. A right upper quadrant medtronic synchromed pump and intrathecal catheter using medtronic ascenda catheter was implanted a month later. The doctor reported in the operating room (or) report the pump was secured (including purse string suture around the muscle and catheter; pump secured to underlying abdominal fascia using 0 ethicon sutures x3). The subcutaneous tissues were closed using sutures and skin closed using staples. An abdominal binder was also placed. There were no complications and patient transferred to the recovery room in good condition. Patient receiving intrathecal baclofen therapy, 500 mcg per ml concentration, 25 mcg per day simple continuous infusion. At second post op visit dose increased to 25.5 mcg. Next month, patient returned to office due to feeling the need to increase baclofen dose. Pump reprogrammed to 26.48 mcg. After additional visits, baclofen pump rate to 29.98 mcg/day. A month afterwards, patient reported noticed a slight improvement but would like dose increased. Dose increased by 10% per standing orders¿33 mcg/day. Doctor answered patient's questions regarding the pump and associated sensations (pump flipping, appetite, etc.). After a few more weeks, patient reports that she continues to feel tight. Dose increased to 37.9 mcg/day. Into the next month, patient continues to feel tight. Dose increased to 43.54. At the end of that month, patient reported baclofen pump is moving occasionally and causes discomfort. Consulted with surgeon. Surgeon noted the pump had become mobile in part because of significant weight loss (> (B)(6).) And was scheduled for surgery to reposition the pump, but then had an episode of altered consciousness the day prior to surgery. This episode could have been related to the medications the patient was taking to counteract the effects of the pump not being as effective. Patient safe to take to or the next day for exploration of the baclofen system. Procedure: old pump removed; one suture still intact holding the pump in place. The catheter appeared intact and not coiled. Catheter was disconnected from pump and there was no difficulty aspirating cerebral spinal fluid. The pump segment was revised in case repeated twisting had damaged the catheter. The pump was placed in mesh pouch. Procedure completed as usual and patient tolerated procedure well.